Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead got into a motor vehicle accident approximately one week after the lead was implanted. The lead dislodged as a result of the accident. A revision procedure was performed,during which the lead was surgically capped and abandoned, and replaced with an epicardial lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.